Manufacturer narrative:
Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic did not request field service or clinical support. Placeholder.

Event description:
Customer reported a corneal abrasion on the left eye upon lifting the flap. Corneal abrasion resolved on(B)(6) 2013. Visual acuity sans correction (vasc) was 20/30 on the right eye and 20/25 on the left eye. On (B)(6) 2013, vasc was 20/20 on the right eye and 20/20+2 on the left eye.